Event description:
Additional information was received that the cause of the low flows was low volume and the patient was instructed to increase fluid intake. The patient did not have any symptoms at the time of the low flows. A controller self test was performed properly. The brief driveline disconnect was a regular controller change practice. However, the controller was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller alarms were not going off during low flow episodes, log files were submitted to investigate the issue. The log file captured periods of low flow events throughout the log. It was also noted that the driveline was disconnected briefly on (B)(6)2024 at 1459.

Manufacturer narrative:
Section d4, expiration date and primary UDI number: corrected. Section h4 - device manufacture date - updated. Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint. A review of the submitted log file found that the system appeared to be operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and heartmate ii lvas patient handbook are currently available. No specific device-related issues or adverse events were reported; however, the heartmate ii lvas IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.